Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: the keypad was found to be torn at the ok button. The up arrow and down arrow buttons were intermittently unresponsive. The ok button contact was damaged and did not spring back after being pressed. The keypad was removed and evidence of contamination was found under all of the keypad button contacts. Evaluation also revealed a dim, fading and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and down arrow buttons were intermittently unresponsive. The ok button contact was damaged and did not spring back after being pressed. Evaluation revealed evidence of contamination under all of the keypad contacts. In addition, the display screen was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/04/2014.